Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device gets a red alert and turn off when the nurses slightly touch the pump, when they have patients being transported from the or and they go over a bump, or even when the nurses are ¿nowhere near the pump¿ and the pumps are plugged in. The nurses end up re-latching the device which resolves the issue. This observation was reported to bd associate during their site visit. There was patient involvement, but no harm.

Event description:
It was reported that the device gets a red alert and turn off when the nurses slightly touch the pump, when they have patients being transported from the or and they go over a bump, or even when the nurses are ¿nowhere near the pump¿ and the pumps are plugged in. The nurses end up re-latching the device which resolves the issue. This observation was reported to bd associate during their site visit. There was patient involvement, but no harm.